Event description:
It was reported the patient presented after initial implant. During post-procedure device checks, the left ventricular lead exhibited an increase in pacing impedance. Programming changes were implemented. There were no patient consequences.